Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was not returned for analysis therefore the catheter batch/serial number cannot be identified. A visual examination of the crimped stent found that the stent was returned on a guide wire. The stent was severely damaged and stretched its entire length. A review of the manufacturing data for the stent profile was performed and no anomalies were noted. The sds was not returned for analysis therefore reviews for individual assessment of the catheter could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on additional information received on 07-jul-2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. A 22 x 3.5 mm, eccentric, de novo target lesion containing a lesion bend of >=90 degrees was located in the moderately tortuous and mildly calcified right coronary artery. A 24 x 3.50 mm promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, additional information revealed stent damage and stent detachment. During bifurcation percutaneous coronary intervention (pci), while the device was advanced, the stent strut was trapped within the vessel with other stent. When the physician was negotiating the device to release it from the other stent, the stent got detached. The dislodged stent was retrieved using other devices and the stent got severely damaged. The stent delivery system will not be returned as the same is unavailable.